Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for a procedure on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure it was noted that it was difficult to advance the device through the sheath due to a kink on the delivery sheath. The delivery sheath was not replaced. The loader was immediately connected to the sheath after removal of the guidewire. After the device was positioned on the appendage the patient presented with st elevations. No interventions were performed and the st elevation resolved on its own after 10 minutes. The device was implanted. The patient did not present with any other clinical signs or symptoms. It was believed that the st elevations were caused by an air embolism but no air bubbles were visualized. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for a procedure on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure it was noted that it was difficult to advance the device through the sheath due to a kink on the delivery sheath. The delivery sheath was not replaced. The loader was immediately connected to the sheath after removal of the guidewire. After the device was positioned on the appendage the patient presented with st elevations. No interventions were performed and the st elevation resolved on its own after 10 minutes. The device was implanted. The patient did not present with any other clinical signs or symptoms. It was believed that the st elevations were caused by an air embolism but no air bubbles were visualized. The patient status was stable.

Manufacturer narrative:
An event of difficulty advancing the device, material bent/twist and air embolism were reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported material twisted/bent could not be conclusively determined. The reported difficult to advance was due to reported material bent. It was also believed that the st elevations were caused by an air embolism but no air bubbles were visualized. There is no indication of a product quality issue with regards to manufacture, design, or labeling.